Event description:
It was reported by the customer via the emergency support program line that the cardiosave intra aortic balloon pump (iabp) experienced multiple gas loss and gas gain alarms. The pump was switched to another pump. There were no patient harm or injury was reported.

Manufacturer narrative:
Additional point of contact: e1 (initial reporter): (B)(6). It was reported by the customer via the emergency support program line that the cardiosave intra aortic balloon pump (iabp) experienced multiple gas loss and gas gain alarms. The pump was switched to another pump. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation), h11. Corrected field: d8.